Manufacturer narrative:
Updated fields: b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (component codes). Esp member had her properly troubleshoot the alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated. Esp member encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. Esp member collected product surveillance information.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program to request assistance with a gas loss alarm during intra-aortic balloon therapy. Customer stated the pump had a gas loss alarm and had been in standby for 21 minutes. No harm or injury to the patient was reported.